Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. The displacement, basic occlusion, occlusion, prime and excessive no delivery tests could not be performed due to the blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that during prime, she noticed more than normal insulin coming out. She changed the set and reservoir and had to prime again. The customer also reported that her blood glucose level was lower than usual. Blood glucose value was 81 mg/dl which she treated with glucose tablets. During troubleshooting she confirmed she was not disconnected during prime and that the drive support cap appeared normal, the device did not have cracks but she could see condensation inside the screen. The customer stated that the device was not exposed to a magnetic field and was unsure if it was exposed to moisture. She was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.